Event description:
Arthrex ortho prosthetic pump failed to signal while it was running continuously during rt knee arthroscopy. This caused extravasation of fluid from knee joint into thigh soft tissue and related fluid increased edema. The green sensor remained green even during trouble shooting. O.r. Time 1150 - 1315.